Manufacturer narrative:
H10: for the reported malfunctions, reportability was reassessed and determined to be no longer reportable. H10: the lot number for the device was provided and a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation is confirmed for suction issue. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model 0602830 implantable port allegedly had a suction issue. This information was received from one source. The malfunction involved patient with no known impact to the patient. The patient's age, sex and weight were unknown.

Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model 0602830 implantable port allegedly failed to aspirate. This information was received from one source. The malfunction involved patient with no known impact to the patient. The patient's age, sex and weight were unknown.